Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient¿s rv lead was a non-boston scientific product. It was noted the pacing impedance had fluctuated over the last month. Isometrics and pocket manipulation were performed and noise or out of range impedances were unable to be created. Boston scientific technical services (ts) recommended programming the respiratory rate trend (rrt) off. The physician elected to continue to monitor the patient and system. This ICD system remains in service. No adverse patient effects were reported.